Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a surgical proctoring visit, the abbott application support manager (asm) reported suction loss on the left eye (os) during surgery at the side cut with an intralase patient interface (pi) after the laser fired. Asm instructed the doctor on side cut only procedure. The left eye (os) was completed as planned. The right eye (od) was completed without issues.